Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was reported that the device was in for a total of 26 days. Pt's height was reported as 1.7m. The pt was referred to a tissue viability nurse. It was also reported that the pressure ulcer is healing/improving. No info was provided on the method of treatment for the ulcer. A quality evaluation was performed on (B)(6) 2013. No returned product was at the time of this evaluation. An investigation analysis review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for the previous 12 months was performed and six complaints were identified for this device. No nonconformance or capas relating to the primary reason for contact for this device were found in the nonconformance reporting system for the previous 12 months of case creation. The manufacturer of the product was notified for their awareness and monitoring. Complaint issue will continue to be monitored through trending. No additional pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported pt with type 7 liquid diarrhea, using the bristol stool chart to classify the form of fecal material; had a flexi-seal that was commenced on (B)(6) 2012 was discontinued continued on (B)(6) 2012 and recommenced on (B)(6) 2012, then reinserted on (B)(6) 2012 and finally removed on (B)(6) 2012, because of a category iii pressure ulcer that was categorized by the use of the (epuap) european pressure ulcer advisory panel grading tool. The reporter informed that the ulcer was 2cm-1cm on the anus through a visual diagnosis.